Event description:
It was reported the pt experienced a burning sensation on the left side whenever the pt increased the stimulation. "It felt like it was smoking in there." The patient was told the right lead was fractured and no longer in use. The pt was directed to contact the physician; however, the pt's implanting physician is no longer in practice. The pt was at home at the time of the report; the outcome is unk. Additional info has been requested from the hcp, but was not available as of the date of this report.